Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump-damaged-blocked. No diffusion. Drug:5fu--> 44mlnacl.